Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and likely due to the short and tethered posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that after clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet which required additional clips for stabilization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After the first clip was deployed, the mr was reduced to 3. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Two additional clips were placed to stabilize the slda clip and reduce the mr. Three clips were implanted, reducing the mr to 1, with a good patient outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.